Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device, the left coil seen previously was not identified/essure coil in the omentum and adhered to small bowel serosa by filmy adhesions") and device breakage ("device breakage") in a 29-year-old female patient who had essure (batch no. 627455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two of the essure device coils implanted on right side" from (B)(6) 2008 to (B)(6) 2009 and device monitoring procedure not performed "essure confirmation test: not performed". The patient's past medical history included multigravida and parity 3. Concurrent conditions included hair loss, general anaesthesia, paratubal cyst, abdominal pain and underweight. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (unilateral salpingectomy , surgical removal of coils) and surgery (unilateral salpingectomy, surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: the specimen is labeled essure coils and consists of two pieces of coiled metallic material and one piece of non-coiled metallic material. A portion of the coiled material is partially uncoiled. Current weight 101lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. On (B)(6) -:pathology report - showed diagnosis metallic coiled device consistent with essure coil,gross only,detached benign fibroconnective tissue. On (B)(6) -:abdomen view - showed exclusion of the lower most pelvises. The two right side coils were seen. Left side coil consistent with fallopian tube location on the (B)(6) 2009. Hsg was not identified and there was no longer seen a coil cover the sacrum,but there was a coil overlying the right mid abdomen. There was also tiny metallic fragment suspected that was seen in the left pelvis over the far lateral aspect of the sacrum that was seen previously also. Concerning the injuries reported in this case,the following one/ones were confirmed in patient¿s medical records:pelvic area(intermittent to often)(mild to severe at times). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device, the left coil seen previously was not identified/essure coil in the omentum and adhered to small bowel serosa by filmy adhesions/migration of essure device-location of device -fallopian tube.") And device breakage ("device breakage") in a 29-year-old female patient who had essure (batch no. 627455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two of the essure device coils implanted on right side" from (B)(6)2008 to (B)(6)2009 and device monitoring procedure not performed "essure confirmation test: not performed". The patient's medical history included multigravida and parity 3. * 19-may-:pathology report - showed diagnosis metallic coiled device consistent with essure coil, gross only, detached benign fibro connective tissue. 19-may-:abdomen view - showed exclusion of the lower most pelvis. The two right side coils were seen. Left side coil consistent with fallopian tube location on the (B)(6)2009. Hsg was not identified and there was no longer seen a coil cover the sacrum, but there was a coil overlying the right mid abdomen. There was also tiny metallic fragment suspected that was seen in the left pelvis over the far lateral aspect of the sacrum that was seen previously also. Concurrent conditions included hair loss, general anaesthesia, paratubal cyst, abdominal pain and underweight. On (B)(6)2008, the patient had essure inserted. In november 2008, the patient experienced pelvic pain ("severe pelvic pain/pain/pelvic area(intermittent to often)(mild to severe at times)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). In january 2009, the patient experienced anxiety ("psychiatric problems condition: depression and mental anguish") and depression ("psychiatric problems condition: depression and mental anguish"). In february 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In february 2009, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),unilateral salpingectomy , surgical removal of coils and hysterectomy (full),unilateral salpingectomy ,surgical removal of coils). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device breakage, vaginal haemorrhage, menorrhagia, anxiety, depression and alopecia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the specimen is labeled essure coils and consists of two pieces of coiled metallic material and one piece of non-coiled metallic material. A portion of the coiled material is partially uncoiled. Current weight 101lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. Concerning the injuries reported in this case,the following one/ones were confirmed in patient¿s medical records:pelvic area(intermittent to often)(mild to severe at times). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: hair loss event was added and event outcome updated. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device, the left coil seen previously was not identified/essure coil in the omentum and adhered to small bowel serosa by filmy adhesions") and device breakage ("device breakage") in a 29-year-old female patient who had essure (batch no. 627455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two of the essure device coils implanted on right side" from 10-oct-2008 to 19-may-2009 and device monitoring procedure not performed "essure confirmation test: not performed". The patient's past medical history included multigravida and parity 3. Concurrent conditions included hair loss, general anaesthesia, paratubal cyst, abdominal pain and underweight. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (unilateral salpingectomy , surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: the specimen is labeled essure coils and consists of two pieces of coiled metallic material and one piece of non-coiled metallic material. A portion of the coiled material is partially uncoiled. Current weight 101lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. 19-may-:pathology report - showed diagnosis metallic coiled device consistent with essure coil,gross only,detached benign fibroconnective tissue. 19-may-:abdomen view - showed exclusion of the lower most pelvises. The two right side coils were seen. Left side coil consistent with fallopian tube location on the (B)(6) 2009. Hsg was not identified and there was no longer seen a coil cover the sacrum,but there was a coil overlying the right mid abdomen. There was also tiny metallic fragment suspected that was seen in the left pelvis over the far lateral aspect of the sacrum that was seen previously also. Concerning the injuries reported in this case,the following one/ones were confirmed in patient¿s medical records:pelvic area(intermittent to often)(mild to severe at times). Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet received. Patient demographic information and patient relevant history added. Events abdominal pain and essure confirmation test: not performed added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device, the left coil seen previously was not identified/essure coil in the omentum and adhered to small bowel serosa by filmy adhesions/migration of essure device-location of device -fallopian tube.") And device breakage ("device breakage") in a 29-year-old female patient who had essure (batch no. 627455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two of the essure device coils implanted on right side" from 10-oct-2008 to 19-may-2009 and device monitoring procedure not performed "essure confirmation test: not performed". The patient's past medical history included multigravida and parity 3. Concurrent conditions included hair loss, general anaesthesia, paratubal cyst, abdominal pain and underweight. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain/pain/pelvic area(intermittent to often)(mild to severe at times)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced anxiety ("psychiatric problems condition: depression and mental anguish") and depression ("psychiatric problems condition: depression and mental anguish"). In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),unilateral salpingectomy ,surgical removal of coils) .essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, vaginal haemorrhage, menorrhagia, abdominal pain, anxiety and depression outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the specimen is labeled essure coils and consists of two pieces of coiled metallic material and one piece of non-coiled metallic material. A portion of the coiled material is partially uncoiled. Current weight 101lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. 19-may-:pathology report - showed diagnosis metallic coiled device consistent with essure coil,gross only,detached benign fibroconnective tissue. 19-may-:abdomen view - showed exclusion of the lower most pelvises.the two right side coils were seen.left side coil consistent with fallopian tube location on the (B)(6) 2009. Hsg was not identifie and there was no longer seen a coil cover the sacrum,but there was a coil overlying the right mid abdomen.there was also tiny metallic fragment suspected that was seen in the left pelvis over the far lateral aspect of the sacrum that was seen previously also. Concerning the injuries reported in this case,the following one/ones were confirmed in patient¿s medical records:pelvic area(intermittent to often)(mild to severe at times). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet, event psychiatric problems condition: depression and mental anguish, event migration of essure device-location of device -fallopian tube clubbed with previous event.event date and outcome were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device, the left coil seen previously was not identified") and pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device use issue "two of the essure device coils implanted on right side" from (B)(6) 2008 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2016 removal of the remaining essure device coil on the left side was performed.) And surgery (on (B)(6) 2009 two of the essure device coils on right side were removed). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-apr-2017: quality safety evaluation received company causality comment: a female plaintiff had essure inserted and experienced severe pelvic pain. She underwent surgery to remove two of the essure device coils on right side (considered as device use issue), the left coil seen previously was not identified (migration of the device). Later, she underwent a removal of the remaining essure device coil on the left side. Pelvic pain may occur with essure therapy. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the migration of the device was diagnosed about 221 days after essure insertion, however the exact date and mechanism are not known. Considering the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device, the left coil seen previously was not identified/essure coil in the omentum and adhered to small bowel serosa by filmy adhesions") and device breakage ("device breakage") in a 29-year-old female patient who had essure (batch no. 627455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two of the essure device coils implanted on right side" from 10-oct-2008 to 19-may-2009. The patient's past medical history included multigravida and parity 3. Concurrent conditions included hair loss, general anaesthesia, fallopian tube cyst and abdominal pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2016 , unilateral salpingectomy) and surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device breakage, device dislocation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: the specimen is labeled essure coils,and consists of two pieces of coiled metallic material and one piece of non-coiled metallic material.a portion of the coiled material is partially uncoiled. Diagnostic results: (B)(6) 2009: hysterosalpingogram showed no spillage of contrast through the fallopian tube consistent with successful ablation procedure. Laparascopicright salpingectomy showed scarred down right fallopian tube with the essure in hydro salpinx,where the left tube had been removed.normal appearing uterus.normal upper abdomen. (B)(6) 2019:pathology report showed diagnosis metallic coiled device consistent with essure coil,gross only,detached benign fibroconnective tissue. (B)(6) 2019:abdomen view showed exclusion of the lower most pelvises.the two right side coils were seen.left side coil consistent with fallopian tube location on the (B)(6) 2009. Hsg was not identifie and there was no longer seen a coil cover the sacrum,but there was a coil overlying the right mid abdomen.there was also tiny metallic fragment suspected that was seen in the left pelvis over the far lateral aspect of the sacrum that was seen previously also. Concerning the injuries reported in this case,the following one/ones were confirmed in patient¿s medical records:pelvic area(intermittent to often)(mild to severe at times). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received.the following events were extracted from pfs:migration of essure device:location of device:coil had filmy adhesions connecting to small bowel was clubbed with device dislocation, abnormal bleeding(vaginal,menorrhagia),device breakage.lotnumber,concomitant disease,historical condition and date of removal added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device, the left coil seen previously was not identified/essure coil in the omentum and adhered to small bowel serosa by filmy adhesions/migration of essure device-location of device -fallopian tube/ migration: abdominal cavity') and device breakage ('device breakage') in a 29-year-old female patient who had essure (batch no. 627455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two of the essure device coils implanted on right side" from (B)(6) 2008 to (B)(6) 2009 and device monitoring procedure not performed "essure confirmation test: not performed". The patient's medical history included multigravida and parity 3. * (B)(6) -:pathology report - showed diagnosis metallic coiled device consistent with essure coil, gross only, detached benign fibro connective tissue. (B)(6) -:abdomen view - showed exclusion of the lower most pelvis. The two right side coils were seen. Left side coil consistent with fallopian tube location on the (B)(6) 2009. Hsg was not identified and there was no longer seen a coil cover the sacrum, but there was a coil overlying the right mid abdomen. There was also tiny metallic fragment suspected that was seen in the left pelvis over the far lateral aspect of the sacrum that was seen previously also. Concurrent conditions included hair loss, general anaesthesia, paratubal cyst, abdominal pain and underweight. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain/pain/pelvic area(intermittent to often)(mild to severe at times)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and abdominal pain ("abdominal pain/ abdominal area pain"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2008, the patient experienced anxiety ("psychiatric problems condition: depression and mental anguish") and depression ("psychiatric problems condition: depression and mental anguish"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage ("genital haemorrhage"). The patient was treated with surgery (hysterectomy (full),unilateral salpingectomy , surgical removal of coils and hysterectomy (full),unilateral salpingectomy ,surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain and genital haemorrhage had resolved and the device breakage, vaginal haemorrhage, menorrhagia, anxiety, depression and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the specimen is labeled essure coils and consists of two pieces of coiled metallic material and one piece of non-coiled metallic material. A portion of the coiled material is partially uncoiled. Current weight 101lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. Concerning the injuries reported in this case,the following one/ones were confirmed in patient¿s medical records:pelvic area(intermittent to often)(mild to severe at times). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: event outcome of device dislocation was updated recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device, the left coil seen previously was not identified") and pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. Other product or product use issues identified: device use issue "two of the essure device coils implanted on right side". On (B)(6) 2008, the patient started essure. On (B)(6) 2009, 221 days after starting essure, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (on (B)(6) 2016 removal of the remaining essure device coil on the left side was performed.) And surgery (on (B)(6) 2009 two of the essure device coils on right side were removed). Essure was withdrawn. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She underwent surgery to remove two of the essure device coils on right side (considered as device use issue), the left coil seen previously was not identified (migration of the device). Later, she underwent a removal of the remaining essure device coil on the left side. Pelvic pain and migration of the device are regarded as anticipated events according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the migration of the device was diagnosed about 221 days after essure insertion, however the exact date and mechanism are not known. Considering the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.